Event description:
The clip opened and closed but did not grasp tissue to apply closure and deployed faultily. Clip was left floating instead of applied to tissue. Manufacturer response for hemostatic metal clip for the gi tract, resolution 360 clip (per site reporter): waiting for report to be filed then they will replace the device and I will ship the defective device to them.